Event description:
Boston scientific received information that during a follow up visit, this left ventricular lead exhibited high pacing impedances greater than 2,000 ohms with loss of capture at high outputs. The left ventricular lead pacing polarity was reprogrammed; however, loss of capture was still observed. The decision was made to program the left ventricular pacing off and monitor the patient closely. Four days later, a revision procedure was performed. The left ventricular lead was attempted to be re-used; however, a guidewire could not be advanced through the lead lumen. The lead was removed and flushed with no success. The lead was successfully replaced with normal measurements and the procedure completed. No adverse patient effects were reported.

Manufacturer narrative:
The explanted left ventricular lead was not returned to boston scientific. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.